Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Injection site reaction [injection site reaction]. Drained out of fluid from knee [joint effusion]. Swollen knee [joint swelling]. Could not bend my leg [joint range of motion decreased]. Limped the entire week [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2013, (add'l info received on (B)(4)) from a pt (age and gender not provided), initials (B)(6). The pt's medical history was significant for previous treatment with steroids, medical device implantation with synvisc (02-03 times prior) and knee drained following synvisc injection in 2012. The pt had no allergy to poultry and eggs. On an unspecified date in (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection, in unspecified knee, dosage regimen and route of administration not provided. The lot number for synvisc was not provided. It was reported that first shot of synvisc felt great. The pt went back and received second injection and less than 24 hours later, experienced injection site reaction and swollen knee for which the pt had ice pack, took rest and compression. It was reported that, the pt felt little fluid prior to the second injection and following it limped the entire week. On an unspecified date in (B)(6) 2013, the physician drained 30 cc (about 02 tablespoons) of fluid from an specified knee (knee effusion) and received the third synvisc injection. Within 06 to 08 hours, the swelling again began and was not able to bend the leg. The pt couched for the weekend, took ice pack and kept the leg elevated. Seventy two hours, following the third injection, again 40 cc of fluid was aspirated from an unspecified knee. The pt had lab work (unspecified) done after the knee was drained, however, the results were pending. A corticosteroids (unspecified) shot was administered and it was reported that, the steroid shot (or at least the anaesthetic portion of it) helped to reduce inflammation of synvisc shots which had been there for the past 3 weeks and it had greatly improved the life from the past 2 weeks of limping and swelling. The pt was advised not to receive synvisc going forward and if needed use other lubricant injectable. The outcome for the events of injection site reaction, drained out fluid from knee and "could not bend my leg" was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided.